Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for follow up visit, device migration issue was suspected due to the patient having twiddler¿s syndrome. Device was removed temporarily and the device was placed in a gore tissue pouch which was then secured into the patient¿s muscle. Device measurements were stable post-surgery. Patient was stable during and post procedure.